Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Additional information was received stating that the vns patient¿s device did not show high impedance prior to explant. The neurologist stated that patient trauma possibly caused or contributed to the high impedance as the patient had injuries falling from seizures.

Event description:
It was reported that during prophylactic generator replacement high impedance was observed after the new generator was attached to the existing lead. Attempts to obtain additional relevant information have been unsuccessful to date.

Event description:
The explanting facility discarded the explanted devices; therefore, no analysis can be performed.